Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint. The reported condition could not be performed. Complaint shall be reopened if a sample is received. A device history record (DHR) review was completed. There were no manufacturing related issues related to the complaint issued for this lot. The most likely root cause is that the threads were snagged on a burr on the cross-fold paddle and fingers. To aid in prevention of this issue, the product management for the auto banders do require the inspection of the paddle and fingers of the cross fold for overall condition. Since this complaint will be considered as not confirmed, no corrective or preventive actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/16/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial report stated that the gauze is frayed along the ends.